Event description:
A 56-yr-old man with known coronary heart disease, mi's, left ventricular aneurysmectomy with automatic implanted cardioverter/defibrillator (aicd) came into ER in ventricular tachycardia. Was converted multiple times but rhythm did not hold. Cardiologist felt because of the frequency of defibrillations (aicd) lost charge and was unable to support the pt's needs. Pt stated to paramedic self cardioverted approx 15 times prior to admission to ER. Expired with diagnosis of cerebral anoxia secondary to ventricular tachycardia, hypotension, possible cardiogenic shock and electromechanical disassociation.